Event description:
Patient was revised to address knee infection.

Manufacturer narrative:
No products returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the reported manufacturing lots. The investigation could not verify or draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.